Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. No information was provided regarding the specific cgm and meter blood glucose (bg) levels, however, customer indicated readings were approximately 100 points off. Additionally, customer reported that as a result of the auto bolus, bg levels decreased to "hypoglycemic levels;" however, no specific bg was provided. No additional patient or event information was available.